Manufacturer narrative:
Complaint conclusion: as reported, a 6f/7f mynxgrip vascular closure device (vcd) was attempted to be deployed; however, the entire device came out, unable to deploy properly. The balloon appears intact, unsure if there was a tiny hole that did not show leakage at time of incident. Manual compression held and the patient was discharged home. There was no reported patient injury. A 7f avanti 11cm sheath and a non-cordis 180 cm glide were used during the procedure. The procedure was an intervention of the femoral artery with an antegrade approach to correct the superficial femoral artery (sfa) and tibio-peroneal trunk (tpt). The patient does not have a history of infectious diseases. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was not engaged to the black handle. The syringe was connected to the cordis catheter sheath introducer (csi) and the device stopcock was found in the open position, and the apparently used procedural cordis csi was returned separated from device with a cordis vessel dilator inserted. The balloon was observed to have been fully deflated, and the sealant along with the advancer tube were found in their manufactured positions (this detail was confirmed during the functional test, as the received position did not permit adequate visualization of the sealant). The condition of the returned device showed conditions that could be related to a deployment attempt that was not completed; nevertheless, due to the sealant sleeve position, it is likely that no csi introduction of the shuttle was completed, and it was removed from the csi before the device was attempted to be deployed. Therefore, if the shuttle was attempted to be pushed in to the black handle again, the sealant and advancer tube would not be aided per the distal slit designed to release pressure during the deployment mechanism, as the sealant sleeve were still located in its manufactured position. Per the functional analysis, the balloon could not be inflated due to the received condition where a longitudinal tear was observed on the balloon¿s surface. Therefore, the pull through lab evaluation could not be tested. Additionally, to address any possible component issue apart from the balloon related to the reported event, the device was arranged per the instructions for use (IFU), introducing a cordis csi onto the device to complete the sealant sleeve retraction. The received csi was not used due to the excess of blood present on it. During this analysis, no issues were observed related to the reported event, nor to any other manufacturing issue, as the complete deployment/removal mechanism could be completed without any sign of friction or impediment generated by the balloon. A microscopic analysis of the balloon¿s surface was executed, and it was noticed that a longitudinal tear was present on the device¿s balloon, impeding the complete functional analysis related to a pull through issue for this evaluation the reported event of ¿balloon pull through¿ could not be confirmed since the device was returned with a longitudinal tear in the balloon, resulting in a ¿balloon-balloon loss of pressure¿ event. The exact cause of the longitudinal tear could not be conclusively determined during analysis. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the pull through since the device was received with a tear, which the customer reported was not noted as there was no leakage at the time of the incident. However, it is possible that the tear was not noticed and may have contributed to the pull through experienced since this type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Therefore, access site characteristics (although not provided) most likely contributed to the tear found. Although not intended as a mitigation, the mynxgrip instructions for use (IFU) instructs users to pull lightly on the device handle to ensure the balloon is abutting the vessel wall while withdrawing the procedural sheath from the tissue tract. If excessive tension is applied to the device, that can cause the balloon to be pulled through the arteriotomy/venotomy. The IFU also instructs users to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) was attempted to be deployed; however, the entire device came out, unable to deploy properly. The balloon appears intact unsure if tiny hole that did not show leakage at time of incident. Manual compression held and patient discharged home. There was no reported patient injury. A 7f avanti 11cm sheath and a non-cordis 180 cm glide were used during the procedure. The procedure was an intervention of the femoral artery with an antegrade approach to correct the superior femoral artery (sfa) and tibio-peroneal trunk (tpt). The patient does not have a history of infectious diseases. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device and sheath used will be returned for evaluation.